Event description:
Follow up data of the device involved in this MDR report revealed an absence ot egm in recorded episodes (these egms correspond to stored data when an arrhythmia episode is sensed by the device). Therefore the device will be explanted.